Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with an unsigned note indicating the pump was "malfunctioning." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the channel 3 of the pump did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.